Event description:
It was reported the patient had a revision about a month prior to report where their implantable neurostimulator (ins) was moved from the back to the front. It was noted the patient was having issues after implant where they only got up to four coupling boxes. It was also stated the patient had to charge ten hours on the third day after their device was implanted. It was also reported the device had been put in too deep initially and that is why the revision was done.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3888-33, lot# va03vn6, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# va06uqd, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3998, lot# va055f0, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that moving the implant from the back to front made it easier for the patient to charge. The patient requested the revision so that she could charge without having someone else help. The patient had a reaction to the anesthesia which caused her bladder to stop and she had to go home with a ¿foley cath¿ and bag until it started to work on its own. However, the implant did not cover the pain area it was implanted for. The patient stated that she mostly turned the stimulation off and used another device since the stimulation missed the part of the pain on the sciatic area. The patient mentioned that the manufacturer representative tried to reprogram to that area of pain but it had not been very helpful.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient will not be able to meet with the manufacturer's representative for a least a couple of weeks due to family issues. If additional information is received, a follow up report will be sent.